Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Remains implanted.

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient allegations of unspecified damages of loss and personal injury. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.